Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
At the repair bench, the device was found to have no audio, no sound. The device was not in use on a patient.